Manufacturer narrative:
Concomitant medical products: other relevant device(s) are analysis found there was an import failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the site was having issues loading an exam. When trying to load exams normally and clicking "unstructured", the site got a brief error message that they couldn't read and the exams did not load. When they tried loading the unstructured alternate, the exams were finally able to load. There was no patient present at the time of the event.